Event description:
During the saphenous vein harvesting procedure, the cone tip part of the dissection tip detached while inside the patient's leg. Forceps were used to retrieve the tip. A replacement kit was opened to complete the procedure. No other patient complications wewre reported.